Manufacturer narrative:
Litigation papers allege the patient was implanted with an asr device and continues to suffer from injuries and damages of a permanent and lasting nature and discomfort. Doi: unk - dor: unk. Update (B)(4) 2011 - medical records forwarded from (B)(4) indicate that the patient is bilateral. Doi: (B)(6) 2008 (left side). Doi: (B)(6) 2008 (right side) - dor: (B)(6) 2011. Update (B)(6) 2011 - the revision surgery for the right hip was reported by the sales rep. Patient was revised to address elevated metal ion levels. Part/lot numbers were identified. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt was implanted with an asr device and continues to suffer from injuries and damages of a permanent and lasting nature and discomfort. Update (B)(6) 2011 - the revision surgery for the right hip was reported by the sales rep. Pt was revised to address elevated metal ion levels.